Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) ranged from 600-1150 mg/dl; ketones were present. Correction bolus and insulin injection were administered. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Healthcare provider identified ketones as being dangerous. Intravenous insulin was administered. Elevated bg/dka were resolved. Customer has liver and kidney failure and was put on dialysis. Customer was discharged on (B)(6) 2018. Upon follow up, customer reported an unexpected shutdown occurred on the date of event. Tandem technical support reviewed pump data and no alerts/alarms related to a shutdown was found. Customer acknowledged and reported to have been in a state of confusion at the time of the initial report. Customer reported to have resumed pump therapy on (B)(6) 2018.